Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Event description:
Left total hip revised due to cup loosening. Cup had loosened and screws broken. Poly disassociated from cup. Small amount of corrosion on stem.

Manufacturer narrative:
An event regarding shell loosening involving a tritanium shell was reported ((B)(4)). The investigation for this event is documented in (B)(4). Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
Left total hip revised due to cup loosening. Cup had loosened and screws broken. Poly disassociated from cup. Small amount of corrosion on stem.